Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Sku# 384467/lot# 1402259. Event description ¿¿during safety check rn noted wetness at PICC site. Rn attempted line and nad change to see if leaking would stop. Leaking continued PICC team notified rn flushed and clamped PICC line and noted crack in both lumens. Pge drip transitioned to piv and PICC removed. PICC line saved. New PICC line placed. Blue ICU medical inc clave neutral connector attached to both lumens when leak found.¿